Event description:
It was reported that the patient presented to the ER after receiving hv therapy. Device interrogation revealed low hv lead impedance and aborted therapy due to possible hv lead issue. No further information is available at this time.